Manufacturer narrative:
Following receipt of the complaint, belmont's sales representative went to the hospital to discuss the event, but was unable to obtain any information about the status of the patient or the type of infusate used. The rapid infuser was subsequently returned to belmont for investigation and was tested using our standard operating procedures. We were unable to duplicate the customer complaint of an "over temperature" alarm, but it was noted that both the input and output temperature probe sensors were dirty. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule provided on page 27 of the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit an "over temperature" alarm. The routine maintenance instructions on page 28 of the operator's manual instructs the user: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." In the event of an over temperature alarm, the following recommended operator action is provided on page 18 of the manual: "make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing." The manufacturing records for this serial number were reviewed and nothing notable was observed. Belmont's sales representative and the user facility agreed on a plan to provide additional training with the staff. We will continue to monitor and trend similar reports of this nature.

Event description:
Belmont's sales representative received a complaint from the user facility and stated the following: "there was an overheat incident during a case."